Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was a complaint of "a pattern of lines running dry and alarming pumps" in the emergency department. The customer identified the issue with the particular tubing set that went dry. When customer intentionally pulled from different lot, there were no issues. The event reportedly occurred at 1900. There was patient involvement but no harm.

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue that device had over infusion was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was a complaint of "a pattern of lines running dry and alarming pumps" in the emergency department. The customer identified the issue with the particular tubing set that went dry. When customer intentionally pulled from different lot, there were no issues. The event reportedly occurred at 1900. There was patient involvement but no harm.